Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: antibiotic leaked from tubing junction site identified in picture. No known harm to patient, another tubing set used.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1956 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 16 sep, 2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: antibiotic leaked from tubing junction site identified in picture. No known harm to patient, another tubing set used.

Manufacturer narrative:
Investigation summary: a photo as sample was received and the customer's complaint of leakage is verified. The leak below smartsite was inspected by our quality team but without further information like a physical sample for investigation, the root cause remains unknown. A device history record review for model 2420-0500 lot number 22063018 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jun2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.